Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the hospital after receiving an inappropriate shock due to noise that appeared like myopotential oversensing. This patient was lying in bed, and they did not experience any symptoms. A magnet was placed over the s-ICD until a device check could be performed. Upon review it appeared that the oversensing was possibly atrial fibrillation (af). Technical services (ts) recommended ruling out what this patient was doing at that time to ensure it was not movement related oversensing. This electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the hospital after receiving an inappropriate shock due to noise that appeared like myopotential oversensing. This patient was lying in bed, and they did not experience any symptoms. A magnet was placed over the s-ICD until a device check could be performed. Upon review it appeared that the oversensing was possibly atrial fibrillation (af). Technical services (ts) recommended ruling out what this patient was doing at that time to ensure it was not movement related oversensing. This electrode remains in service. No adverse patient effects were reported. Additional information was received that this electrode was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.